Event description:
The customer returned the product for the pump would not latch the cassette and that the latch was not operating properly, during device evaluation, a high priority "cassette locked but not latched" was identified. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no service history in the last 12 months. Much as the customer reported issue could not be confirmed, the cassette locked but not latched, alarm was identified through the review of the event history log (ehl). A dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.